Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution.

Event description:
Analysis of the returned lead was completed. Review of the as-received photograph showed one end of the anchor tether silicone helix in the vicinity of the center portion of the helix. Also, the closest electrode to the bifurcation was damaged showing bends on the electrode ribbon and partial detachment of the electrode ribbon and suture from the silicone helix. The furthest electrode to the bifurcation had creases/bends on the electrode ribbon partially losing its helical shape. The lead electrodes including the anchor tether were installed in a training fixture and it was verified that placement of the electrodes and anchor tether was possible. Based on the inspection results it can be concluded that the most likely cause for the observed damage to the closest and furthest electrode to the bifurcation was manipulation of the lead not consistent with our labeling. However, a conclusive determination of whether one of the lead electrodes was tangled prior manipulation of the lead cannot be made.

Event description:
It was reported that a vns lead was being implanted into the patient in the initial implant surgery, but upon opening the lead from the packaging, it was noted that the electrode helical was entangled. The surgeon attempted to attach the helical to the nerve; however, "it did not fit". The helical was described as mis-shaped. Another lead was implanted into the patient and this lead was returned to the manufacturer. The returned product is pending product analysis. No other information has been provided.